Manufacturer narrative:
(B)(4). Damaged one piece sled the instrument was received with no visual non-conformances. The device was loaded with an ecr60d unfired. Upon further inspection of the reload, the one-piece sled was found damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap rectum resection procedure the device did not fire at all. Took out new magazine and had same problem. Procedure was completed with same like device. No further information is available. No adverse event on the patient.